Event description:
It was reported that during the inspection of the ward, found that the patient's bladder irrigation was not smooth and the urinary catheter was found to have prolapsed on its own. The urinary catheter was fixed in place by tying a knot, and the urinary catheter was intact and undamaged by visual observation. The doctor in charge reported that the attempt to leave a urinary catheter at the bedside failed. At 06:00, went to the operating room for cystoscopic indwelling catheter, returned to the ward at 06:20. The bladder was continuously flushed and unobstructed, and the color was light red. The urinary catheter was fixed with a knot method, and the patient was taught once to prevent detachment. To test the integrity of the prolapsed urinary catheter, injected 15 ml of normal saline into the balloon. After one hour, they observed the slight overflow of the liquid in the balloon. It was considered that the balloon of the catheter was damaged. As per injury performance mentioned in the source document, stated that the patient had discomfort. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.